Manufacturer narrative:
Section d10. Device available for evaluation? Yes. Returned to manufacturer on: 12/042019. Section h3. Device returned to manufacturer? Yes. Sampling evaluation: although, the actual suspect device was not returned, the account returned 24 sealed opo80 lot# 60188532 for further evaluation. A total of 17 tubing packs were tested as part of the sampling plan. A visual inspection of the returned packs did not reveal any obvious damage or defect. Several packs were unable to maintain a stable vacuum at 650mmhg and failed to meet specifications for aspiration flow rate testing. The reported issue is confirmed. Johnson & johnson surgical vision will continue to monitor this type of complaints per global complaint trending. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted. H3 other text : placeholder.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-(B)(4).

Manufacturer narrative:
Date of event is unknown as it was not provided. Telephone: (B)(6). Manufacturing record review: per manufacturing records review report, no related non-conformity or deviations were issued during manufacturing the tubing lot# 60188532. All devices met material, assembly and performance specifications at the time of product released. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
During a cataract extraction procedure, the surgery center reported there was no vacuum during the irrigation and aspiration segment when using the opo80 compact intuitiv pack disposable tubing set. The surgery center attempted to resolve the vacuum issue by replacing the tubing set multiple times, on the fourth attempt, the replacement of the tubing set resolved the issue and the procedure was completed successfully. The interruption during the procedure and troubling shooting delayed the procedure for about an hour. There was no patient injury reported. This is 3 of 3 reports.